Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the pt mentioned that a buddy of theirs had a heart attack and "died on the table," so they had to defib him and it fried everything with their spinal cord stimulator. Caller noted that was years ago and the buddy refused to get a stimulator again because it didn't work well for him anyway. Agent did not ask further information to try and keep the call on topic.